Event description:
During a procedure the suture broke and the dart came off. The dart was left in the pt with no plans to retrieve it. No adverse outcome to the pt was reported.

Manufacturer narrative:
MFR will continue to monitor this issue through trending. The device was not available for eval. No results are available at this time.